Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported issues with trifuse separating, and returned one used and one unused sample of material mz9270, lot 24039216, for two samples total. The set was inspected, and the complaint of separation was verified. The shortest trifuse, with the white slide clamp, is the trifuse that was returned with no maxzero. The separated maxzero was not returned. The tubing was investigation under a microscope for signs of solvent, but insufficient amounts were found. The unused set had no issue found or observed. The manufacturing site found the root cause for the separation at maxzero to be related to the solvent assembly process. A quality alert was issued 29oct2024 for a different complaint record that matches the failure mode, engagement, material and lot in this complaint. The alert communicated and reinforced the correct assembly method to personnel. Device history record review for model mz9270 lot number 24039216 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that we¿re having additional issues with trifuses. Can we have a box to send some example products back and file another formal product complaint? Understand we did this previously and an issue was found with the glue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.